Event description:
It was reported that the burr became stuck in the lesion resulting in patient complications. A rotablator 1.50mm was selected for treatment of the 90% stenosed, severely calcified and moderately tortuous target lesion which was located in the left anterior descending artery (lad). On the fourth pass using the 1.5mm burr, the rotational speed dropped, and the burr became stuck in the lesion. Dynaglide mode was activated in order to pull the burr from the lesion. When that happened, the patient became unstable, showing a perforation in the area where the burr was stuck. Hematoma was noted as well. The bleeding was stopped using a balloon, and the patient had to be admitted for surgery, and was reported having symptoms of hypotension. The procedure was not able to be completed due to this.